Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield infinity skull clamp (a1114) was returned for evaluation: failure analysis: unit received with the lock having rotational and lateral movement, is easily locked and unlocked, and a residue buildup was present. Unit needed new components added to replace worn internal parts. General maintenance and cleaning required at this time. Replacement of worn internal parts. Root cause analysis: the reported complaint is confirmed. The lock had rotational and lateral movement, was easily locked or unlocked, and had a residue buildup. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2012). Unit received required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on the mayfield infinity skull clamp (a1114) would not stay closed/locked during use. They were unable to duplicate the issue when the unit was not in use. Additionally, the unit had not been in service for 18 months. No patient injury or surgical delay has been reported.